Manufacturer narrative:
Continuation of d10: product ID tm90q0 (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they met with the manufacturer representative (rep) yesterday at a doctor's office, but they were unable to get the handset and communicator to connect to the implant. The rep switched out the communicator, but the new communicator did not work either. The patient mentioned that they were at their healthcare provider's (hcp) office the day before, on tuesday, where the physician assistant (pa) also looked at the device and attempted to make it work, but encountered the same difficulties. The agent asked the patient to try connecting with the devices. The patient then received a "device not responding" message. The patient declined further troubleshooting, mentioning that they had already tried several methods with both the rep and the pa. The issue was not resolved through troubleshooting. The patient was redirected to their hcp for further assistance. The patient mentioned that the representative informed them she would be very busy in the next couple of weeks but would escalate the situation to some technicians. The patient was seeking a solution for this issue and stated that if it couldn't be resolved, they would ask their hcp to remove the ins. The agent sent an email to the rep to request follow-up with the patient. The rep responded that the situation had been handled. The patient called back a few days later and reported that they had been very frustrated with the device. The patient stated that both the rep and the pa had trouble using the external devices. The patient said that after two weeks after surgery, they could finally adjust it, but it took several tries because they kept getting error messages saying it's not connecting to the communicator and to try again. The patient stated that the rep already changed the devices to new ones but they were still h aving to do many attempts before getting a connection to the implant. The patient was redirected to their healthcare provider (hcp) to further address the issue.